Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported their aligners are so tight, that it is causing discomfort and difficulty in sleeping. The patient asked a question is the occasional jaw pain when not wearing the liners associated with having been wearing them previously? It was noted by the clinical support assessment team that the patient grinds/clenches, chronic musculoskeletal or autoimmune conditions, or neuralgias rx's: bupropion, xanax, simvastatin, valtrex, oxycodone, stls are lacking gingival margins all around on lower anterior on upper. They also mentioned they have their front teeth bonded and are afraid that their teeth will crack.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.